Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was report by the patient that her blood glucose reached 264 mg/dl while wearing the pod on back between 36 and 48 hours. When removed, patient found the pod's cannula kinked. High blood glucose was treated with bolus and temp basal.

Manufacturer narrative:
Inspection of the device did not find the cannula assembly bent, kinked, or damaged. No issues or defects that would cause the device to not deliver the programmed insulin.